Event description:
It was reported by svc report that the head end lift descends when any button is pushed. The svc report notes do not indicate if there was a pt involved or if there were adverse consequences reported.